Event description:
The customer reported to baxter (B)(4) of an one-link needle free IV connect microbore set involved in an alarm. The nurse in oncology was using the set on a patient and a colleague triple IV pump was alarming with a downstream occlusion. The customer advised that this is the first time that the one-link set was being used clinically. The biomedical department tested the pumps and advised that the pressure reading results should not be causing a downstream occlusion. There was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: a labeling review of the direction insert was found to be sufficient in providing information concerning luer connections prior to use. There was additional training regarding the one-link and ensured that the customer is luering on/off correctly. There has been no additional feedback since this issue. The root cause was determined to be use error.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.